Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr : not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Device has been explanted. Date of procedure not provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and siliconoma.

Event description:
Healthcare professional reported right side rupture and siliconoma. Healthcare professional additionally reported "sebaceous cyst"; this is not device related. Device remains implanted.